Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc had foreign matter on (B)(6) 2025, tang xia was scheduled to receive intravenous therapy for pelvic inflammatory disease. When the nurse opened the closed-system intravenous catheter for use, she discovered flocculent material on the heparin cap. Using the catheter could have posed an infection risk. The closed-system intravenous catheter was replaced to continue treatment. The defective catheter was submitted to the spd office, and this incident was reported to the medical equipment management department.